Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were the device jaws eventually able to be opened? If yes, how were the jaws opened?

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired once. She thinks it was a white load and then the stapler "jammed". She could not get it to open in order to reload the stapler. The stapler was fired one time completely then it was replaced with a like device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were the device jaws eventually able to be opened? If yes, how were the jaws opened? I was not present & I have had a difficult time getting a definite answer. I understand that they fired the device & removed it to the back table where the jaws could not be opened.

Manufacturer narrative:
(B)(4). Batch # p55622. The analysis found that one pse45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.